Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the transparent ring at the reservoir compartment is cracked. Customer's blood glucose was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.